Event description:
The drain was being removed in the ir dept. The ult drain had been insitu for 3 days, when the physician attempted to remove the drain as per IFU. However, the drain would not pull out when the pigtail and lock were released. The physician eventually cut the hub off the drain and was able to remove it but the suture remained inside the pt. Info was provided that the drain was discarded and at this time, the suture remains in the pt.

Manufacturer narrative:
Evaluation narrative: still under investigation at this time.